Event description:
At the completion of stem cell transfusion, the patient's nurse went to disconnect white lumen from stem cell tubing and the white lumen got disconnected from the dual lumen hickman catheter and remained on stem cell tubing itself. The hickman catheter was already clamped since the line was flushed post stem cells. The nurse then clamped closer to the patient with a kelly clamp as well to decrease risk for air embolism. The physician assistant and interventional radiology (ir) were both paged. Ir then came to the bedside and removed the hickman line.